Event description:
Customer reported the following: "during installation of the omega3 plate, for the 3rd time in a row the auger jams blocked, making the drill of the cervical screw impossible." "High risk because the patient is fragile and old". To finish procedure: "[tweaking] device in order to install". No adverse consequences were reported.

Manufacturer narrative:
The reported event could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by inadequate combination reamer assembly. The device inspection revealed the following: the entire instrumentation is completely damaged / deformed. The returned combination reamer drill is completely stuck / jammed in the barrel reamer assembly (possibly inserted from the wrong side; not aligned accordingly). It is visible that the flat part of the barrel reamer (standard) is not lined up with the flat side of the combination reamer drill. This misalignment caused the jamming of the two parts. Note the groove of the combination reamer needs to slide over the pin, which is inside the barrel reamer drill, in order to get properly aligned / connected. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The operative technique guide was reviewed: "combination reamer assembly instructions [...] Step 2: align the flat side of the barrel reamer to the flat side of the combination reamer drill, and engage the barrel reamer over the coupling end of the combination reamer drill. Note: flat sides must be aligned". No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device evaluated by MFR: device disposition unknown.

Event description:
Customer reported the following: "during installation of the omega3 plate, for the 3rd time in a row the auger jams blocked, making the drill of the cervical screw impossible." "High risk because the patient is fragile and old". To finish procedure: "[tweaking] device in order to install" no adverse consequences were reported.